Manufacturer narrative:
Findings: unit received with blank display due to moisture damaged electronic assembly. Also, moisture damage motor during visual inspection. Unable to perform operating currents, self-test, error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify lost sensor alarm or any alarm due to blank display. Unit had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip. (B)(4).

Event description:
A customer reported via phone call indicating that their insulin pump was vibrating without an alarm. The customer stated that their insulin pump was exposed to water. The customer's blood glucose level was unknown at the time of the incident. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.